Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The visual inspection demonstrated that the lead's distal part was found pulled out from the ring electrode. The inner and outer coil showed severe deformations along the lead body. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the explantation procedure should be taken into consideration. Further damages resulted most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received info that this right ventricular lead displayed high thresholds and loss of capture. The lead was determined to have dislodged. The pt was seen for a lead revision procedure where the lead was successfully explanted and replaced. The lead has been returned for analysis. There were no adverse pt effects reported. The event and explant dates did not make sense so they were left off this report.